Manufacturer narrative:
Approximate age of device - 3 years, 5 months. The pump remains in use supporting the patient and was not available for evaluation. A correlation between the device and the report of hemolysis and suspected thrombus could not be conclusively determined. The reported transient power elevations was confirmed per the evaluation of submitted log files; however, the cause for the power elevations could not be conclusively determined. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted to the hospital on (B)(6) 2018, and there was concern for possible pump thrombosis due to an increase in lactate dehydrogenase (ldh) and intermittent elevation in pump power. It was additionally reported that the patient was found to have an increase in fluid retention. A ramp study completed on (B)(6) 2018 was inconclusive. The patient was treated with intravenous heparin and will continue to be monitored.